Event description:
It was reported that a technician from technical aid centre found a quick release adapter with only one of two clamps attached. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Hillrom is in the process of contacting the customer for additional information on the circumstances that lead to the event. The adapter was replaced for the customer. Hillrom requested the component to be returned for investigation. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report together with the response to the additional information requested.

Event description:
It was reported that a technician from technical aid centre found a quick release adapter with only one of two clamps attached. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The adapter was returned for further investigation and additional information were requested to the customer. The root cause of the missing snap ring could not be identified. A technical analysis was performed. The technical analysis concluded that the missing snap ring reported by the customer cannot be considered as a substantial risk of patient injury. Even when the snap rings are missing it is highly unlikely that the axle is moved out of intended position due to the friction between the axle and the surrounding parts, even when no load are attached to the hoist. If the axle is out of position, the hoist heels over and the limit switch is activated, and the hoist will not perform an upward movement. If the limit switch malfunctions and the axle is out of position, the adapter will still withstand more than the swl of the hoist, and therefore, prevent the hoist from detaching from the rail. In combination with those mechanical factors preventing an accident, the tilting of the lift motor when the axle is out of position should be noticed by the caregiver and actions would be taken. The customer reported performing periodic inspections in accordance to their own protocol. Hillrom periodic inspection (3en191001 rev. 2) instructs to inspect safety critical fixing points. If service is done according to instructions, a missing snap ring would likely be detectable when transferring the lift. In conclusion, in this case there was no report of serious injury or death, and based on the information provided above, this event does not meet the definition of a reportable malfunction that could lead to serious injury or death if it were to recur. Therefore, hillrom does not consider this complaint reportable.